Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the paramedics were called and he was hospitalized twice in two weeks due to high blood glucose. Customer stated that the blood glucose reading was 1000 mg/dl when paramedics arrived the first time. The second time the blood glucose reading was 1100 mg/dl. Customer stated that he fell sick due to he had pneumonia and lay on the floor and he woke up in the hospital. Customer also stated that the insulin pump was not delivering the insulin and that was the reason he had high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.